Event description:
It was reported that the patient continued to have emergency backup battery (ebb) after replacing the modular cable and system controller. Log files were submitted for review. The event log file captured some random periods of backup battery faults. It appeared to have been due to the ebb not passing the load test.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 11 days ((B)(6) 2025 ¿ (B)(6) 2025 per time stamp). At the time the log file was collected the backup battery in use was serial number (B)(6) with a manufacture date of 30may2024. The backup battery fault alarm activated on (B)(6) 2025 at 21:34:39 and 21:35:36, (B)(6) 2025 at 00:30:35, (B)(6) 2025 at 06:54:18, 10:34:49, 10:35:14, and 14:41:09 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm cleared each time after a load test was completed and passed. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. The provided information stated that the alarm continued even after the controller and modular cable were exchanged. Technical services suggested reseating the battery and performing self-tests. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on (B)(6) 2024. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault and no external power alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. No further information was provided. The manufacturer is closing the file on this event.